Manufacturer narrative:
The device was returned to the MFR for eval and is currently being analyzed. No further is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device. It was reported that the system controller exhibited a low flow alarm. The pt was instructed to come into the clinic for eval. Upon arrival to the clinic, a review of the event history indicated low speed and pump stoppage events on (B)(6) 2014 and (B)(6) 2014. The pt was not aware of any alarms on (B)(6) 2014. The pt did not have any symptoms during both events. The MFR's technical support team was onsite and it was recommended to exchange the pt's system controller. The pt did not have any further since exchanging to the backup system controller as no more alarms were noted in the log history. It was reported that the pt is currently inpatient for unrelated issue.